Event description:
It was reported that two physicians, in-training in the use of the prostar device, attempted a pre-closure technique of the 5.5 mm right common femoral artery (rcfa) prior to an aortic stenting and valvuloplasty procedure. Reportedly, the prostar 10 fr device was being used as closure of a 14 fr femoral puncture. The device was deployed in the rcfa without issues, the sutures were harvested. Upon completion of the interventional case, a 0.035 guide wire was re-inserted into the 14fr sheath in situ. The physicians pre-tied the sutures and advanced the suture knot towards the sheath in the rcfa for closure, prior to the sheath being completely removed from the vessel. The suture was tightened and locked on the sheath as the sheath was being removed. The physicians were unable to remove the sheath or cut the suture to release the sheath. Hemostasis was not able to be achieved; they were unable to visualize the suture on the sheath to cut the suture. A vascular surgeon was called in to control the bleeding. The 14fr sheath was removed and the vessel inspected; there was no damage to the vessel wall, no perforations were seen. The vessel was surgically closed. Protamine was administered to reverse the heparin. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
It was reported that the patient underwent a fusion procedure to treat radiculopathy associated with grade 1 isthmic spondylolisthesis at l5-s1 with foraminal disc prolapse. An unknown time post-op, the patient reported recurrent pain and noise in his back. It was determined that a screw was broken between the shaft and head. The patient underwent a revision surgery to replace the screw.

Manufacturer narrative:
Visually confirmed the multi-axial screw is broken at the base of the bone screw head. Microscopic examination of the fracture surface revealed a fairly flat fracture surface, with progressive striations, followed by ultimate failure of the implant, consistent with failure due to high-cycle fatigue.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.